Event description:
New information received notes the patient had not called back with any complaints since the programming changes.

Event description:
It was reported that the patient's pacing percentage dropped from 91% to 37% following programming changes in base rate from 70 bpm to 50 bpm. The programming change was intended to help with battery longevity but since the patient experienced frequent shortness of breath and dizziness, the rate was changed from 50 bpm to 60 bpm to balance the longevity and patient symptoms. The patient was to continue with regular follow ups in clinic. There were no reported patient consequences.